Event description:
It was reported that pt presented with hip pain.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 30mm: cat# nls-30000b, lot# 32794001; trident 0 deg insert 40mm: cat# 623-00-40h, lot# mhj41x; v40 cocr lfit head 40mm/-4: cat# 6260-9-040, lot# mjm5r7. It cannot be determined which, if any, of these devices may have caused or contributed to the pt's pain. An evaluation of the device cannot be performed, as the device was not returned to the manufacturer due to hospital policy. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) will be requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.